Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014 the left ventricular pace impedance rises from 1083 ohm on (B)(6) 2014 to greater than 4000 ohms on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 694765 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was an alert for high impedance on the left ventricular (lv) lead. An x-ray confirmed that there was a lead connection issue as the lead was not inserted far enough into the header of the device. The lead and device remain in use. No patient complications have been reported as a result of this event.